Manufacturer narrative:
E2/e3: not provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when performing endobronchial ultrasound-guided transbronchial needle aspiration procedure puncture on a patient with an ultrasound bronchoscope, it was discovered that the needle tip of the puncture needle could not extend during use. After the needle was removed, it was found that the needle tip was bent to the point where the needle tip could not extend normally, and the operation could not be performed normally. After the puncture needle was removed and replaced, the puncture was successful again. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.